Event description:
This report is to advise of an event observed during analysis confirming a fractured catheter tip.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. Functional testing was not possible do to the aforementioned damage to the catheter tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.